Event description:
Caller alleged that the following results were obtained on a neonate patient within 10 minutes: 63 mg/dl (inform meter) and 39 mg/dl (lab). Patient was treated with d10 glucose based upon the lab reading. No actions taken based on device results. No adverse event reported. Caller states that there are two vials of the same strip lot used in the department where the discrepant results took place, and is unsure which vial was used. Requested return of suspect device and both vials of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.